Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the input power works well. Fse powered on the host pc manually. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.